Manufacturer narrative:
Citation: manohar et al. Aberrant aortopulmonary venous fistula: an intraoperative surprise. Ann thorac surg. 2021 mar;111(3):e157-e159. Doi: 10.1016/j.athoracsur.2020.05.185. Epub 2020 aug 11. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with severe mitral regurgitation who underwent implant of a medtronic profile 3d annuloplasty ring (unique device identifier numbers not provided). Prior to the procedure echocardiography demonstrated the anterior mitral leaflet to be lengthy, redundant, and prolapsing. A mitral annuloplasty was performed with successful implant of a 32-mm medtronic profile 3d annuloplasty ring. A post transesophageal echocardiogram showed no mitral regurgitation and laminar flow across the mitral valve. The patient tolerated the surgery well and had an uneventful recovery. A postoperative computed tomography angiogram revealed a long and tortuous fistulous tract arising from the left lateral aspect of the descending thoracic aorta at the level of d8 vertebral body. Subsequently, the patient underwent percutaneous closure of the aortopulmonary vein fistula with implant of a non-medtronic occlude device. Postoperative echocardiogram showed no mitral regurgitation and no residual flow in the aberrant fistulous tract. The patient was discharged home in good condition. No additional adverse patient effects or product performance issues were reported.